Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge leaked after a 50-unit fill during a supply change, and a staff member verified the correct order of operations; full supply change was advised. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical evaluation. Investigation included troubleshooting and user education focused on cartridge handling and connections. Investigation of this case revealed a suspected leak at or near the cartridge-to-connector interface, consistent with a device component leak during setup. It was concluded, based on previously established findings for similar reports, that user technique or a connection integrity issue during the supply change was the probable cause.